Event description:
Report 1 of 2. It was reported when using the bd bactec¿ mgit¿ 960 pza kit, one (1) false resistant pza patient result was obtained. The patient was treated more than was necessary with forty (40) doses of pza before a susceptible pza result was obtained from the cdc. In addition, a false resistant pza qc failure result was obtained along with an initial repeat confirmatory test. No additional patient impact was reported.

Manufacturer narrative:
Investigation summary - bactec mgit 960 pza is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Bactec mgit 960 pza supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Two bactec mgit 960 pza vials are then manually packaged with six bactec mgit 960 pza supplement vials to complete a bactec mgit 960 pza kit (material 245128). No bactec mgit 960 pza kit (material 245128) batch number was provided for investigation. No batch number was provided for either a pza drug or pza supplement component. Batches #1327923, 2161925, and 2160583 were mentioned by the customer, but no false resistant results were confirmed, and these batches were not identified to be in scope of the known issue. No photos or returns were received for investigation. A trend in performance complaints has been identified for 245128 mgit pza kit. Bd has initiated a CAPA (corrective and preventative action) to formally investigate the performance issue. Bd will continue to trend complaints for performance.

Event description:
Report 1 of 2. It was reported when using the bd bactec¿ mgit¿ 960 pza kit, one (1) false resistant pza patient result was obtained. The patient was treated more than was necessary with forty (40) doses of pza before a susceptible pza result was obtained from the cdc. In addition, a false resistant pza qc failure result was obtained along with an initial repeat confirmatory test. No additional patient impact was reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. Lot number was not reported; however, potential lot numbers were provided. The information for these numbers are as follows: d4. Medical device lot #: 1327923; d4. Medical device expiration date: 29-mar-2023; d4. Unique identifier (UDI) #: (B)(4); h4. Device manufacture date: 23-nov-2021. D4. Medical device lot #: 2160583; d4. Medical device expiration date: 04-oct-2023; d4. Unique identifier (UDI) #: (B)(4); h4. Device manufacture date: 09-jun-2022. D4. Medical device lot #: 2161925; d4. Medical device expiration date: 25-oct-2023; d4. Unique identifier (UDI) #: (B)(4); h4. Device manufacture date: 10-jun-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.